Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a break in aseptic technique further described as touch contamination and pt did not wear a mask while performing pd therapy. The pt subsequently experienced peritonitis which was caused by the break in aseptic technique. One day later, the pt was hospitalized for the peritonitis. Treatment was not reported. Four days later, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis and pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.